Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 423 mg/dl. The customer found air bubbles in their reservoir compartment of their insulin pump. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector. The customer also complained of scratches on the screen of the insulin pump. The customer was able to remove the air bubbles from the reservoir, but did not have time to further trouble shoot the insulin pump. No further information was provided.